Event description:
It was reported that during a procedure, the halo catheter was very difficult to advance to the inferior vena cava. Short sheaths were used. While inside the right atrium it was reported that the users had difficulty deflecting the catheter to ensure good contact with the wall. It was also stated that the catheter double looped itself during insertion of the of the catheter. However the physician managed to untangle the loops prior to removing the catheter from the patient. There was no patient injury reported. The patient was reported to be fine following the procedure. The physician was concerned of possible damage to the vein regarding the catheter knotting in the vein.

Manufacturer narrative:
(B)(4).